Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device for more than 48 hours on the leg. The patient stated that the site was red, inflamed, hot to the touch, and appeared infected. The patient was taken to the doctors and diagnosed with an infection. The patient was treated an antibiotic. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.